Event description:
Customer received a result of 320 mg/dl on the mobile system, and a result of 97 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).